Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that during the implant, the atrial lead had several repositioning attempts. The lead had high impedance which began to increase. It was suspected that tissue may have gotten stuck in the helix. The lead was not implanted and was replaced by a new lead. No patient complications have been reported as a result of this event.